Manufacturer narrative:
The delivery device was disposed and the stent remains in the patient; therefore, no direct product analysis could be performed. The manufacturing records for top assembly batch 5809934 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. We are unable to determine the root cause of this event.

Event description:
It was reported that during a ptca/stenting procedure, the express2 otw stent came off of the delivery balloon. The distal lesion was located in the tortuous rca; take off real superior. Direct stenting with the express2 otw coronary stent was attempted. The take off was from the aorta and there was no good guide catheter support with the hockey stick guide catheter. In the proximal rca, the stent got caught on the guide catheter. The delivery system was pulled back into the guide catheter and the stent came off of the delivery balloon inside of the guide catheter. While the guide catheter was being removed from the patient's body, the stent came out of the guide catheter and went into the aorta. The physician attempted to snare the stent; however, it kept descending with each attempt. The undeployed stent ended up in the iliac branch were it remains. An art2 guide catheter was used and a 4.5x12 liberte otw stent was successfully implanted in the target lesion. No patient complications were reported.